Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with early-stage diabetic ketoacidosis and a urinary tract infection. The patient reported that insulin was leaking from the pod. Reported symptoms include dizziness, weakness and vomiting. The patient also reported that ketones were present in their urine (values not provided). The patient was treated with fluids, electrolytes and unspecified antibiotics. The patient was released after 12 hours, on the same day.